Event description:
During the closure of fascia, the cst (certified surgical technologist) asked for the suction irrigator to be removed from the water source due to leakage. Once the water was removed, the battery supply started to overheat and remained functioning without the device being used. Device was placed in a biohazard bag, and removed from the room to prevent a fire from starting. Although this is one patient's information; this incident has occurred with other patients. Lot #'s involved: 24282fg2, 24249fg2, 24263fg2.

Event description:
During the closure of fascia, the cst (certified surgical technologist) asked for the suction irrigator to be removed from the water source due to leakage. Once the water was removed, the battery supply started to overheat and remained functioning without the device being used. Device was placed in a biohazard bag and removed from the room to prevent a fire from starting. Although this is one patient's information; this incident has occurred with other patients. Lot #'s involved: 24282fg2, 24249fg2, 24263fg2.